Event description:
It was reported in a journal article that three patients underwent initial hip arthroplasty. Subsequently, the patients were revised due to bone fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: foreign - germany. Literature: m. Orth, d. Osche, p. Mörsdorf, j. H. Holstein, m. F. Rollmann, t. Fritz, t. Pohlemann, a. Pizanis. The author(s) 2022. Archives of orthopaedic and trauma surgery. Https://doi.org/10.1007/s00402-022-04602-2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of the device history records, neither were provided. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.